Manufacturer narrative:
Block b3: exact date unknown, event occurred couple of months after the implant date.

Event description:
It was reported that the patient experienced difficulty charging the implantable pulse generator (ipg) due to it being tilted at an angle. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded per hospital policy.